Event description:
A medtronic representative reported that the surgeon was 5 mm inaccurate with all instrumentation in the frontal sinus during functional endoscopic sinus surgery (fess) procedure. He was accurate in all other sinuses and anatomy during the surgery with no impact to the procedure. There was no impact to the outcome of the patient.

Manufacturer narrative:
Patient information was declined to be provided by the surgeon. A medtronic representative went to the site to test the equipment. The patient exam was no longer available on the system. The hardware, software, and instruments passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel. The surgeon was sure the root cause of the inaccuracy was user related. The rep subsequently reviewed all the procedures for maintaining accuracy with the surgeon and staff, and they are satisfied, and have done successful cases since.